Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a dull knife was noted during surgery with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
One knife sample was received by manufacturing inside of an opened blister package. The blade sample was seated with the tip facing downward in blade protector tray. The returned open sample was examined per facility procedure and was determined to be visually nonconforming due to a damaged tip and the blade protector tray exhibited scratches where the blade is located. Due to the condition of the blade tip and protector tray, user mishandling is suspected. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates five additional complaints have been associated with this reported cutting instrument lot. Damage to the tip of the blade like that observed on the returned sample can result in a dull knife complaint as described by the customer. How or when the blade became damaged cannot be specifically determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface. Some potential causes could be reuse, improper handling, contact with the blade protector when removing and returning the blade from the tray or from contact with another instrument during surgery or set-up. (B)(4).